Event description:
It was reported to nova biomedical, that a consumer reported that a box of test strips bought at a pharmacy were opened when purchased. She admittedly disregarded the warning to not use the product if opened. In 2007, the consumer tested at 65 mg/dl, ate breakfast and administered her normal insulin. After a bike ride, she tested her blood sugar and received back to back results of 585 mg/dl and another reading of 562 mg/dl. She also tested on another meter and received a reading of 482 mg/dl. She then administered the maximum dosage of insulin allowed by her insulin pump. She then attended a funeral, and about an hour later felt ill. Her daughter, a nurse suggested that she go to the hospital, but the consumer insisted on being driven to her husband's workplace. She was subsequently taken to the hospital where her laboratory blood sugar after all the event of this day was 30 mg/dl.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.